Event description:
It was reported that the ht70 ventilator had a frozen screen. The ventilator was not on a patient at the time of the event. The medtronic field service engineer (fse) evaluated the ventilator and confirmed the customer reported issue. The boot loader and software were updated. The ventilator passed all applicable calibrations, operation verification procedure and meet manufacture's specification at the time of service.